Event description:
It was reported the device was replaced due to low battery voltage. Reprogramming was done, although no outcome was reported. No symptoms were reported. The pt recovered without sequela.